Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of sensing was observed on the right ventricular lead. No patient symptoms were reported. It was determined that the lead had become dislodged. The lead was revised. The patient was in stable condition following the procedure.